Event description:
It was reported that this implantable pacemaker device was suspected for premature battery depletion (pbd). Data analysis determined that the device shows a tendency to prematurely drain the battery and recommended replacing the device within ninety days. To date, the device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental correction to update e. Initial reporter tab

Event description:
It was reported that this implantable pacemaker device was suspected for premature battery depletion (pbd). Data analysis determined that the device shows a tendency to prematurely drain the battery and recommended replacing the device within ninety days. To date, the device remain in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental correction to update e. Initial reporter tab. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Supplemental submitted to correct section d6b: explant date and h1: type of reportable event. The returned implantable pacemaker device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable pacemaker device was suspected for premature battery depletion (pbd). Data analysis determined that the device shows a tendency to prematurely drain the battery and recommended replacing the device within ninety days. To date, the device remain in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device was suspected for premature battery depletion (pbd). Data analysis determined that the device shows a tendency to prematurely drain the battery and recommended replacing the device within ninety days. To date, the device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental correction to update e. Initial reporter tab. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Supplemental submitted to correct section d6b: explant date and h1: type of reportable event.

Event description:
It was reported that this implantable pacemaker device was suspected for premature battery depletion (pbd). Data analysis determined that the device shows a tendency to prematurely drain the battery and recommended replacing the device within ninety days. To date, the device remain in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.